Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm1) was analyzed and upon visual inspection, fluid intrusion was found on the insertion switch assembly. The unit was installed onto a known good system where the tornado down button was not working, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where the insertion buttons test failed on the tornado down button. Once testing was completed, the axes controller spar button (acsb3) board was tested and verified to be the source of the fault. The complaint was confirmed based on the failure analysis. The root cause is attributed to a faulty acsb board causing communication issues within the usm1 detected by the system.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm1) due to the patient clearance button not working. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the usm1 for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during da vinci-assisted surgical procedure, the customer contacted intuitive technical support engineer (tse) to report an issue with the patient clearance button not responding on universal surgical manipulator (usm1). Before contacting tech support, the customer had already tried a power cycle without success. The tse recommended performing a hard power cycle when possible. The customer was continuing with the procedure as planned and completed with no reported injury.